Event description:
This complaint was created due to the receipt of a medsun report (B)(4) on 23dec22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against plp2020, plumepen elite surgical smoke evac pencil,10ft, that was being used during an unknown procedure on (B)(6) 2022. The report stated ¿we were using the suction cautery pencil tip (pencl plm surg bla 10 (plp 2020)) during the procedure with buffalo filter virovac and valley lab cautery machine. Surgical pencil began activating on its own without button being depressed. This was noticed by the audible tone.this resulted in a burn through the surgical gown of the resident in the field.the resident scrubbed out and was not injured as a result of the gown burn. The clip connecting the virovac to the cautery cord was disconnected and the pencil continued to be constantly activated without the button being pressed.the cautery hand piece was completely disconnected from both machines, removed from the surgical field and replaced with a new hand piece.the new hand piece functioned appropriately for a while without incident, but then also began to activate without being pressed.the black clip cord was removed from the cautery plug in the valley lab and also unplugged from the back of the virovac so as not to have artificial suction being activated as artifact from the electrical current in close proximity. Therefore, using the suction cautery hand piece without the suction capability. This so far has worked without incident.no harm reached the patient.¿. The procedure was completed and there were no reports of patient or user harm. There was no report of medical intervention or additional hospitalization for the patient. The virovac 120 will be listed as a concomitant device and there were no allegations against this device.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report (B)(4) on 23dec22. The current complaint database has been researched for this event and there were no findings. The report was found to be written against plp2020, plumepen elite surgical smoke evac pencil,10ft, that was being used during an unknown procedure on (B)(6) 2022. The report stated ¿we were using the suction cautery pencil tip (pencl plm surg bla 10 (plp 2020)) during the procedure with buffalo filter virovac and valley lab cautery machine. Surgical pencil began activating on its own without button being depressed. This was noticed by the audible tone.this resulted in a burn through the surgical gown of the resident in the field.the resident scrubbed out and was not injured as a result of the gown burn. The clip connecting the virovac to the cautery cord was disconnected and the pencil continued to be constantly activated without the button being pressed.the cautery hand piece was completely disconnected from both machines, removed from the surgical field and replaced with a new hand piece.the new hand piece functioned appropriately for a while without incident, but then also began to activate without being pressed.the black clip cord was removed from the cautery plug in the valley lab and also unplugged from the back of the virovac so as not to have artificial suction being activated as artifact from the electrical current in close proximity. Therefore, using the suction cautery hand piece without the suction capability. This so far has worked without incident.no harm reached the patient.¿. The procedure was completed and there were no reports of patient or user harm. There was no report of medical intervention or additional hospitalization for the patient. The virovac 120 will be listed as a concomitant device and there were no allegations against this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.